Event description:
During avm treatment, the physician reported to have observed low radiopacity of the onyx. No patient injury reported.

Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow-up report will be submitted when the evaluation is completed.